Event description:
A caller reported a malfunction on a pump, identified by the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which successfully prevented the recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurred, which they understood.